Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was unable to consistently capture the atrium, had high impedance, and a confirmed f racture. The ra lead was partially explanted and replaced. When the physician was explanting the lead, there was a complete fracture, and the distal end retracted in to the vasculature. No patient complications have been reported as a result of this event.